Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 9 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned. An explant tool was found inside the distal lead fragment. The received lead fragments were subjected to an extensive analysis. The analysis revealed multiple abrasion marks along the lead fragments, in particular between 3 cm and 10 cm proximal to the lead tip. However the insulation was found intact. Furthermore the distal lead was found pulled out of the ring electrode which most likely occurred due to tensile forces applied during the extraction procedure. With regard to the clinical observations the analysis of the lead did not show any deviations which might have been contributory. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This lead was explanted and replaced due to loss of sensing. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.